Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; d6a g3; h2. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a hip revision due to a broken neck of the stem. During the procedure, it was noted that neck was stuck in the head. Attempts have been made and no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - stem. Reported event was confirmed by review of xrays. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: three views of the right hip demonstrate right total hip arthroplasty which appears to be intact with screw fixation of the acetabular cup, including a single fluoroscopic image post revision with intact hardware but possible fracture along the lateral cortex of the proximal femoral diaphysis (image three). Single view right hip on image one demonstrates fracture of the junction of the femoral neck and femoral stem. The fractured stem neck was submitted for further analysis. Analysis determined artifacts such as ratchet mark, faint beach marks and relatively smooth fracture surface suggesting a fatigue stress initiated failure, the fracture also reveals river lines which suggests that the mode of failure transitioned into overload before completing the fracture. Visual examination of the returned product identified there is a wear line on the returned head but no further damage. There is a fractured stem taper that is stuck inside of the head and could not be removed for evaluation. The rest of the stem was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision due to a broken neck of the stem. Attempts have been made and no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). A provided legal document shows a picture of the rest of the fractured stem that was not returned. This picture is also within the sub-form. The device is covered in bio-debris, and the fracture is confirmed. No further evaluation can be made from the provided pictures. The complaint is confirmed based on the returned heard with fractured stem and x-rays showing the fracture. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.